Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 3 months after two dental implants were installed in patient's mouth it was verified their non-osseointegration . Immediate load was executed and patient presented bone type I.